Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). The rep reported that they are attempting to charge an implantable neurostimulator (ins) in the box for a case tomorrow, and the recharger is not finding the ins. The rep stated that after several times of the controller showing ¿no device found¿, it finally showed the antenna locate screen and completed one passive recharge mode cycle. However, the controller still isn¿t finding the ins. The rep noted that they were getting around 61-67 on the antenna locate screen, and when they moved the recharger off the ins, they saw the numbers drop to 17/18 as expected. They stated that they used another recharger with the same controller, but this also pushed them into the passive recharge mode. Technical services ended the call with the controller/ins going through the second passive recharge mode cycle. Technical services suggested completing a third cycle if needed. Additional information received from the rep indicated that they were having difficulty with getting the log files transferred, thus they were redirected to mobility. More troubleshooting was done at the time of the call. The rep stated that they weren¿t working on metal at all. After the 3rd passive recharge mode, they tried aa batteries in thecontroller, but the issue was u nresolved. The rep also tried a second controller with the battery pack from the 1st controller, but the ¿no device found¿ message was still being displayed. It was noted that a disable device sequence was done, but the issue remained unresolved. Technical services recommended that the ins not be used, since the rep had tried 2 different rechargers and controllers with no resolution. A potential out of box failure was indicated. No further complications were reported or anticipated. No patient was involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they shipped the device back to the manufacturer on 2019-01-09. No further complications were reported or anticipated.